Manufacturer narrative:
Date received by MFR: 05sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the data acquisition (da) printed circuit board (pcb) if the issue recurs. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the unit declared an error 100a (data acquisition printed circuit board assembly analog to digital converter reference failed). There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jul2019.

Event description:
It was reported that the unit declared an error 100a (data acquisition printed circuit board assembly analog to digital converter reference failed). There was no patient involvement.